Event description:
Caller reported that their pump screen was not turning on and the quick bolus/wake button was difficult to press. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller to plug the pump into a power source, which temporarily resolved the issue, but the screen still would not turn on when unplugged. The customer continued to use the pump for insulin therapy.